Manufacturer narrative:
The thermogard console in complaint was not returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported during initiation of therapy, the thermogard tgxp ivtm system (B)(4) gave a permanent acoustic alert and the display head screen was black, when the unit was powered on. Multiple attempts were made to power cycle the unit; however, the issue persisted. The customer then replaced the display head and the unit passed the self-check test when powered on. The customer used the second thermogard to start the treatment. No patient consequences were reported.

Manufacturer narrative:
The customer has replaced the display head after which the system worked as intended for use. No other evaluation of the product was required. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard xp ivtm system s/n: (B)(4) reported on (B)(6) 2016 under ccr 23381. The power cable was re-inserted to remedy the fault.